Event description:
Patient was implanted with device on (B)(6) 2011. From that same day, she started experiencing back pain, abdominal pain, dyspareunia and severe bleeding. Her doctor said it was hormone imbalance and placed her on a pill. Recently she went to another doctor who did an ultrasound and discovered that the coil on her right tube had been wrongly implanted. It was concluded that the bleeding had been due to the malpositioned device. Yesterday, (B)(6) 2015) she was again at the emergency room for the abdominal and back pain. She's now waiting on her doctor to decide on what to do. She was also advised to henceforth be using contraception.